Event description:
(B)(4) from (B)(6) called on (B)(6) 2009 to report that a pt did not receive any medication from the cassette. Blood had back up into the tube set.

Manufacturer narrative:
The cassette was returned in a bio hazard bag. The cassette has blood backed up into the upstream and downstream tube set. An in house test pump was set to infuse 5 ml's to run the fluid through. The cassette was placed on to the pump. When the pumps was activated it was noticed no fluid was running through the cassette. No free flow condition. The cassette was then taken of the test pump. The cassette top was taken off the body of the cassette, it was noticed that the c-flex tubing was not engaged in with the gear rollers and cassette body. The c-flex tubing was then inserted to the gear rollers and cassette body and the cassette was placed back onto the body. The cassette was then placed onto the test pump to run 5 ml's. When the pump was activated, the pump alarmed ocl (occlusion alarm) which indicates no fluid is running through the tube set. This may be due ot the blood sitting in the tube set for an unspecified amount of time. The cassette would not push fluid through.